Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 9 am, the result from the laboratory was 3.5 inr. At 10:17 am, the result from the meter was 5.4 inr. On "(B)(6)" 2019 at 9 am, the result from the laboratory was 3.7 inr. At 3:30 pm, the meter result was 5.9 inr. The laboratory results were believed to be correct. There was no allegation of an adverse event. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no medication changes, and no diet changes. The customer reported he had bruising due to number of laboratory draws while in hospital. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was measured with retention test strips using a liquid qc of a high level. Testing results: qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr . The maximum difference between measurements was 4 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.